Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inaccurate and high blood glucose (bg) readings. The user, who was 29 weeks pregnant, reported receiving fasting readings in the 140 mg/dl to 150 mg/dl range. After the user went to her doctor to take the glucose tolerance test, her doctor told the user that she was severely hypoglycemic with a bg reading of 55 mg/dl. The user also reported waking up in the middle of the night with bg related symptoms after fasting for approximately 7 hours, and therefore decided to test her bg level and received bg readings of 144 mg/dl, 155 mg/dl and 119 mg/dl from three different fingers.